Event description:
Customer reports 13 false positive results for 12 individuals when testing with the cue covid-19 test for home and over the counter (otc) use. This MDR is to document #12 of 13 false positive results. See (B)(4) for the additional false positive results. Customer provided a list of results and confirmatory testing. Upon review of customer data, dates were updated per cartridge sn test information. On (B)(6) 2022, individual 11 received a suspected false positive result using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22900h, reader sn (B)(4)). On (B)(6) 2022 and (B)(6) 2022, individual performed four repeat cue tests and received four negative results. No symptoms reported.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.